Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was changing the battery due to a low battery alert. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer removed the battery from the pump and will have to wait until tomorrow to go to the store to get new ones. Customer was advised to revert to a back-up plan and not to use this pump since he has no batteries. Customer stated that he also just changed the site and he received a no delivery alarm. Customer was taking a bolus and stated that the cannula was straight when it was removed.